Manufacturer narrative:
H3 other text : placeholder.

Event description:
Issue resolved as of (B)(6) 2020.

Event description:
Patient implanted (B)(6) 2020 presented to physician with a hematoma at the stimulation lead incision. The physician administered antibiotics.